Event description:
A patient received 4 to 5 external defibrillation shocks on (B)(6) 2016 because of ventricular fibrillation. Reportedly, the defibrillation paddle was placed on pacemaker pocket. The pacemaker check was performed after defibrillation, however it was unable to interrogate the subject pacemaker. In addition, spontaneous rhythm is suspected on the ECG. Reportedly, the treatment by the external defibrillator was suspected to have caused the pacemaker failure. On (B)(6) 2016, a re-intervention was performed and the subject pacemaker, atrial lead and ventricular lead were explanted.

Event description:
A patient received 4 to 5 external defibrillation shocks on (B)(6) 2016 because of ventricular fibrillation. Reportedly, the defibrillation paddle was placed on pacemaker pocket. The pacemaker check was performed after defibrillation, however it was unable to interrogate the subject pacemaker. In addition, spontaneous rhythm is suspected on the ECG. Reportedly, the treatment by the external defibrillator was suspected to have caused the pacemaker failure. On (B)(6) 2016, a re-intervention was performed and the subject pacemaker, atrial lead and ventricular lead were explanted.